Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to damage to the biopsy channel. The device evaluation found that the biopsy channel was crushed, and the forceps could not be inserted. Additional findings include the following: water tightness was lost due to a cut on the bending section cover / due to a deformation of the grip, the specified resolving power was not obtained due to damage to the charged-coupled device unit, the water removal ability did not meet that standard value due to clogging of the nozzle, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the insertion section rotates due to the adhesive between the connecting and mouthpiece being detached, the cleaning brush could not be inserted smoothly due to damage to the biopsy channel, the control unit had a scratch, the scope cover had a dent, the universal cord was sticky, the suction cylinder was shaved, the image guide protector had a cut, the plastic distal end cover was dirty, and the forceps elevator had foreign material - the timing the customer detected leakage was in the middle of reprocessing, once the leakage was detected, the reprocess after the manual reprocess would not be able to continue. Therefore, it was determined the reprocessing could not be completed when the customer sent the device to olympus. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the duodenovideoscope had leakage from the biopsy channel, the technician found this while reprocessing the scope and sent the equipment in for repair. Inspection and testing of the returned device found that the biopsy channel was crushed, and the forceps could not be inserted. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, manual reprocessing steps could not be completed as the was device damaged which resulted in the presence of foreign material remaining within the device. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress on the insertion section, having made the forceps fail to be inserted/pulled. The event can be detected by following the instructions for use (IFU) which state: operation manual includes the detection way at chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.